Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 272 mg/dl. The cause of elevated bg was unknown. A manual insulin injection was administered to address bg level prior to arriving at the ER. Customer was treated with intravenous fluids of saline to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check was performed no issues were identified. Customer continued to use the pump for insulin therapy.